Manufacturer narrative:
The investigation determined that a lower than expected vitros digoxin (dgxn) results were obtained from a single level of non-vitros mas omni-core control, lot ocr2406, using vitros dgxn slide lot 1929-0266-7395, tested on a vitros 5600 integrated system. The assignable cause of the event was not able to be determined with the information provided. Diagnostic within-run precision testing was within acceptable guidelines indicating the vitros 5600 integrated system was performing as intended and did not likely contribute to the event. A performance issue with vitros dgxn slide lot 1929-0266-7395 cannot be ruled out as contributing to the event as the slide lot inventory was depleted at the site and further investigation was not possible. Continual tracking and trending did not indicate a performance issue with vitros dgxn slide lot 1929-0266-7395. Acceptable performance was obtained using an alternate vitros dgxn slide lot, however, the customer did not process the mas lot ocr2406 controls, but only used vitros control fluids. Therefore, a performance issue with the mas omni-core lot ocr2406 level 3 control cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros digoxin (dgxn) results were obtained from a single level of non-vitros mas omni-core control, lot ocr2406, using vitros dgxn slide lot 1929-0266-7395, tested on a vitros 5600 integrated system. Mas level 3 dgxn results of 1.48, 0.97 and 1.35 ng/ml vs. An expected result of 2.17 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected quality control sample was a non-patient sample. The customer made no indication that patient sample results were affected. There were no reported allegations of patient harm. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).